Event description:
Upon receipt at the manufacturer, the device was found to be leaking. There were no adverse consequences related to this event.

Manufacturer narrative:
During service at the manufacturer, the service technician was able to duplicate the reported leaking symptom, attributable to the worn dynamic seal observed during the device inspection.

Event description:
Upon receipt at the manufacturer, the device was found to be leaking. There were no adverse consequences related to this event.